Event description:
A caller reported receiving a minimum fill notification. Blood glucose was within the normal range, with no adverse impact. The customer had previously changed the cartridge without being aware of the need to reload it, and was advised to reload the original cartridge if issues continued, with the option to contact support for further assistance.